Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced difficulty seeing at all distances, visual discomfort. The clinical reason was reported to be visual discomfort . The iol was replaced with unspecified lens approximately a month after initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
The iol was replaced with same company different model and different diopter lens approximately a month after initial procedure.

Manufacturer narrative:
Additional information was provided in b.6. And b.7. The manufacturer internal reference number is: (B)(4).